Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was representative stated they are with the patient for the first time in a while and did an impedance check. Representative stated all contacts 8-15 and contact 1 are greater than 10,000 ohms. Representative asked if the high impedances could be due to the battery being eri (elective replacement interval). Agent reviewed information. The caller also mentioned that the patient started seeing the eri message about 2 and a half weeks ago. The caller stated the patient is still getting therapy, but in the last couple weeks the therapy started to go in and out. Agent advised rep to check impedances against different reference electrodes. Rep reported that with a reference of 8, all electrodes on both leads were greater than 10,000 ohms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedances were unknown. They reported the patient is waiting for a date for a revision. The issue has not been resolved.

Event description:
Additional information was received from a manufacturer representative. When asked to clarify the revision, the representative stated that the patient is scheduled for a may 4 revision, for the implant and to be determined for both leads. Surgery is scheduled for may 4th. The issue was stated to have not been resolved since the revision is currently scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.